Event description:
The customer contact reported the device displayed settings that were different than the originally programmed settings, resulting in the patient receiving more medication than intended. The primary line of the device was programmed to deliver taxol at a rate of 25ml/hr and vtbi (volume to be infused) of 300ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the patient reportedly had a "hypersensitivity reaction". At this time, the nurse noted the device was delivering at a rate of 300ml/hr with a vtbi of 25ml. The delivery was stopped and the physician was notified. The patient was treated with an unspecified concentration of dexamethasone. There were no reported adverse patient sequelae. The pump was removed from the clinical service. After an unspecified length of time, therapy was resumed using a replacement pump. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.